Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had automatic inflation failure occurred.

Manufacturer narrative:
Updated fields: b4, b5, d9, e2, e3, h2, h3, (h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d1 (brand name), d4 (version or model#, catalog#, unique identifier (UDI)#) there was no balloon waveform, although no issue was found with the balloon itself. The machine was restarted, but the failure persisted. After the issue was reported, the machine was replaced and treatment continued without causing any damage. No parts were replaced. No repair information available.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) experienced an automatic inflation failure. There was no harm or injury reported.